Event description:
It was reported that: "the same patient! This three wires got stuck in the magic catheter (magic1,2fm, lot 00633619 and 00578448) and it was not possible to push them to the tip of the magic. The friction on the wire was extreme. It was not possible to push the wires out of the magic. First they tried: hybrid007d with lot 00590139 in magic1,2fm with lot 00578448. Then they tried in the same magic hybrid007d with lot 00637169. After that they tried: hybrid007d with lot 00637169 in magic1,2fm with lot 00633619. Now the customer is very angry." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference # (B)(4) conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all postmarket activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market, which is also manufactured by balt extrusion and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.